Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 29, 2024 - april 2, 2024. H11: two (2) actual devices were received for evaluation containing 110 and 111 ml of fluid in their bladder respectively. Visual inspection on the returned samples did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the rates met product specifications. The samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused during infusion. The pumps did not infuse completely during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.